Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to slide multiple cartridges onto the pump. Reportedly, the cartridge shuttle appeared to be out preventing the cartridge from snapping onto the pump. The customer pushed the shuttle back and successfully loaded a cartridge onto the pump. The customer's blood glucose level was 211 mg/dl.